Event description:
It was reported that there are no details regarding the procedure, device will be sent back for inspection.

Manufacturer narrative:
(B)(4). Additional information: during a laparoscopic cholecystectomy, the clip closed distally on the vessel but not in the proximal part. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.